Manufacturer narrative:
Based on the received x-ray, it can be confirmed that the plate is broken as reported. Product was not returned and no lot number was provided. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device code: hwc. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with the 4.5mm locking compression plate (lcp) proximal femur plate on (B)(6) 2016. On unknown date it was determined the plate had broken post-operative 5mm below the cannulated locking screw. Patient reported to have decreased range of motion and delayed union. Patient was returned to surgery on (B)(6) 2017 where the plate was removed. Patient was revised to a nail. Concomitant medical products: cannulated locking screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) 4.5mm lcp proximal femur plate. This is report 1 of 1 for (B)(4).